Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 10:13:50 on (B)(6) 2025. At 13:53:51, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact and motion artifact. At 13:55:01, the patient received the inappropriate treatment. CPR/motion artifact contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact and motion artifact. Post shock rhythm was obscured due to CPR/motion artifact and motion artifact. The device was shut down at 16:58:58 on (B)(6) 2025.